Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - oversensing was reported. The implantation date was not provided. No deterioration in the patient's state of health was reported. The device was explanted.